Event description:
Subsequent to the initial medwatch report, additional information received indicates that on (B)(6) 2011, the patient was hospitalized with worsening angina and a positive cardiolyte/myoview stress test. Cardiac catheterization showed a patent left anterior descending stent with hazy and ulcerated plaque in the distal segment of the stent. Patient underwent percutaneous coronary revascularization with placement of an additional xience v 3.5 x 12 mm stent. The patient's condition resolved and the patient was discharged home one day after the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that approximately twenty nine months post stenting procedure in the proximal left anterior descending artery (plad) with one 3.5 x 18 xience v stent, the patient was hospitalized with recurrent chest pain and found to have a positive functional stress test demonstrating myocardial ischemia. The cardiac catheterization results showed a patent stent with a new lesion less than 5mm from the index stent in the plad. The patient underwent percutaneous coronary revascularization in the target vessel, non-target lesion with a drug eluting stent. The patient's condition resolved and the patient was discharged one day after the procedure. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. Angina, ischemia, and restenosis are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.